Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). At the time of the call the customer reported feeling shaky; medical attention was not needed at the time. The test strip lot manufacturer¿s expiration date is 02/20/2023 and test strips were opened eight months prior to call (expired). The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, open vial date day of call, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 121 mg/dl using true metrix meter; the customer was satisfied with the result obtained.

Manufacturer narrative:
Sections with additional information as of 15-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed expiration date.